Event description:
It was reported that a patient's merlin on demand transmission showed high ventricular rate (hvr) episodes and non-sustained right ventricular oversensing (nsrvo) noise resulting in inappropriate shock by the device. A chest x-ray was performed and showed the right ventricular (rv) lead had dislodged, leading to oversensing noise, r-wave amplitude variation, and failure to capture. The lead was explanted in a procedure on (B)(6) 2025. Post-procedure the patient was stable.